Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During inserting the screw manually the screw broke beneath the screw head. Shaft of the screw remained in situs. Surgical delay of 5 min. Not longer. No other consequences reported.